Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'obscured display' could not be reproduced during evaluation. The reported condition was not verified. The lcd was found in expected condition, functioning as intended and does not require replacement. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an obscured display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.